Event description:
The customer alleged a discrepant cholesterol gen. 2 (cholesterol) result when testing was performed on the cobas 6000 analyzer. The initial cholesterol result obtained on the patient sample was 10 mg/dl, which was reported outside the laboratory. The doctor ordered the laboratory to rerun the sample. When repeated on the same analyzer, the cholesterol was 220 mg/dl. The sample was also repeated on an integra analyzer, with a cholesterol of 219 mg/dl. The 220 mg/dl result was released as a corrected report. The customer stated the patient was not affected by the discrepant result. The cholesterol reagent lot number was 62963701. The field service representative determined the rinse nozzles were not rinsing the reaction cells properly due to a defective valve. He replaced the valve and adjusted the rinse mechanism to specifications. The customer performed quality control tests and a precision test for cholesterol, all of which were acceptable.